Event description:
The pt reported e4 (occlusion) error was displayed on the infusion device. She changed the infusion set, insulin cartridge, and battery and primed. Two hours later e4 recurred and she changed the accessories and 2 hours later e4 was displayed again. Her blood glucose elevated to 200-400 mg/dl. She was unable to use her backup infusion device and she went to her physician for treatment. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.